Event description:
It was reported a surgery was conducted to repair a midshaft femur fracture. An intramedullary nail was implanted in the femur in a retrograde fashion. The surgery went without complication until the proximal interlocking screw was implanted. As the screw was inserted, the head of the screw broke off. The screw broke into two distinct pieces with no visible fragments. The shaft remained in the patient while the head of the screw remained attached to the screwdriver and was removed from the body. The shaft of the screw remained in the bone. The screw was inserted far enough that it did not need to be removed and the surgery continued without incident. This event presented no harm to the patient; the surgery was completed without surgical delay or further complication. The patient suffers from cerebral palsy. As a result of this condition, the patient's femur was unusually small and narrow. None of the retrograde femoral nails were small enough to fit inside the bone so a smaller humeral nail was utilized. The femur was fractured by moving the patient from one place to another; the bone was very brittle. The patient received a 95 degree condylar screw in the proximal femur about eighteen years ago to correct hip dysplasia. Because of the placement of this implant, it was necessary to repair her fractured femur with a retrograde nail.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.